Event description:
It was reported that the reservoir of this inflatable penile prosthesis became herniated. The reservoir migrated to patient's belly, and he could feel it. All the components were removed and replaced. No patient complications were reported.